Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for unknown reasons. It was noted that the right ventricular (rv) lead exhibited lead noise which was detected as high ventricular rate and inhibited pacing. All lead measurements were within normal limits. Review of electrograms indicated that noise was due to myopotential or electromagnetic interference (emi). Noise was not reproduced during testing with isometrics or deep breathing. The patient was pacemaker dependent. Programming changes were suggested. No intervention was performed. The patient was in stable condition and will continue to be monitored.